Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized on the same day as onset of the event and was treated with ampicillin (3500 mg, once per day, route and duration not reported). It was reported that the patient was scheduled to be discharged nine days after hospitalization. At the time of this report, the patient had recovered. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.